Event description:
A surgeon provided patient data fro analysis (podium presentation). A review of the data found one patient with 2-line decrease in the left eye at the one month post-op exam. Patient records were provided and indicated the right eye also experienced a decrease bcva. This report is being submitted for the right eye. The left eye was submitted under manufacturers number 1061857-2007-00003.

Manufacturer narrative:
The investigation, including root cause determination, is in progress. This report mailed to FDA on: 03/14/2007.